Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
10/09/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form and a passing acknowledgement 3 could not be located. The internal audit indicates that the MDR report number was created on 06/02/2018. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly at home, and transported to the hospital where he passed. At 14:57:02 on (B)(6) 2018 the patient was in vt at 190 bpm with motion artifact for 33 seconds which degraded to asystole. The response buttons were pressed during this detection sequence, but the arrhythmia was not long enough to be treated by the lifevest. As the arrhythmia was not able to be treated by the device, there is no indication that the lifevest caused or contributed to the patient's passing. The arrhythmia was not long enough for the device to have treated.